Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient went into an arrhytmic storm. The physician noted that they thought this was due to the placement of the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.